Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4) event occured in the united arab emirates. On (B)(6) 2025, the patient's mother said there was a problem with the infusion set. The cannula was bent. The set was put in the patient's belly. This caused the patient's blood sugar to go up to 520 mg/dl. To fix the high blood sugar, the patient took correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.